Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw45 articulating lever broke, after that the instrument would not cloose. Another instrument was used to complete the case. There was no consequence to the pt.